Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed three ruby coils into the target vessel using a px slim delivery microcatheter (px slim). While advancing the fourth and last ruby coil through the px slim, the physician mentioned experiencing resistance as soon as the ruby coil began to exit the px slim and decided to retract the coil. However, while the coil was being retracted, it unintentionally detached from its pusher assembly and was hanging below the access sheath. Therefore, the physician had to make a small incision further down the femoral artery and required a snare device to retrieve the detached coil from the patient. The procedure then ended at this point. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush but he did use a syringe flush before and after each coil used during the procedure. There was no report of an adverse effect to the patient.